Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 13mar2018 to assess the instrument used for testing. The fse found the instrument to be operating as expected. (B)(4).

Event description:
On 12mar2018, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on (B)(6) 2018.